Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown head, lot# unknown. Item# unknown, unknown cup, lot# unknown. Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports 0001825034-2018-08509, 0001825034-2018-08510.

Event description:
It was reported that patient underwent left revision approximately 13 years post implantation due to dislocation/metallosis/impingement. No further information available.